Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 450 mg/dl. Customer did not need to troubleshoot for the high and went up gradually during the day and did blood glucose test last night was high and set does not give him insulin during the day. Customer states he gave 10 u with syringe and two different boluses that totaled 11 units and took a lot to bring down this morning the blood glucose was 91 mg/dl. The insulin pump will not be returned for analysis.